Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown plastic surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle. There were no adverse consequences to the patient.